Event description:
It was reported that the customer's insulin pump alarmed battery out limit, following a battery change. It was stated that three different batteries were tried before the insulin pump came back on and prompted time and date entry. It was confirmed that the patient's settings and basal information were still in the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.